Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The fse also resolved an unrelated network connection issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure could not be reproduced on the iesu/erbe connected to system. Logs showed (25913 2-8a errors 1/17/2025) visual inspection: (the unit has no significant scratches or dents. The front bezel is in decent condition.) The unit energized and cauterized and all ports recognized instruments on system m-b0-60 error occurred two times. (2-8a error) potential root cause for this issue. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure that monopolar output was intermittent at both the top and bottom monopolar output connectors. The caller used x3 different monopolar curved scissor (mcs) instruments, and x3 different green monopolar energy cables, with no change. The caller advised that this issue occurred on the previous case, and cable replacement resolved the issue. The network was not connected. The intuitive technical support engineer (tse) asked the caller if they tracked the uses of their energy cables; they did not. The tse advised that multiple failed energy cables could have been the cause of the issue, and recommended additional replacements. The surgeon proceeded by using a synchroseal instrument. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did occur from system sk4490. The new integrated electro surgical generator unit (iesu) did not show any errors from previous iesus.